Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the clips did not form properly. Opened another device to complete the case. There was no consequence to pt.